Event description:
It was reported via repair work order that the seat had fallen off during normal use due to a damaged seat weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.